Event description:
Physician took x-ray of patient 5 months after original procedure to implant an anterior 2-level plate. Upon viewing the x-rays, the physician noticed that all 4 screws for the plate had cracked at the threading.